Manufacturer narrative:
E1 - initial reporter phone has an extension number (B)(6). The device is available for evaluation-it has not been received.

Event description:
The event involved a 8" (20 cm) ext set w/1.2 micron filter, clamp, rotating luer where the customer reported that during infusion the total parenteral nutrition (tpn) filter became disconnected from intravenous (IV) tubing spontaneously and could not be reconnected. The customer confirmed with reporter, filter suddenly became disconnected and not secondary to patient agitation. It is unclear how long the tpn infused into patient's bed. A new filter was supplied by pharmacy, and the beside registered nurse (rn) had no trouble connecting filter and resuming infusion. There was patient involvement, no human harm and a delay of therapy as temporary delay infusion had to be paused due to leaking into the bed. A new filter was delivered, applied and infusion was restarted.

Manufacturer narrative:
One (1) photo was shared by the customer, where a tube separation from the inlet filter is observed, no additional damage or anomalies are observed on the photo, and the sample looks like was never used before. Complaint (B)(4) was used as a reference for this complaint, 3 samples with a separation from the outlet filter were received, and the od of the returned samples was measured finding within specification. Complaints of total parental nutrition (tpn) filter broke can be confirmed based on the physically used sample evaluation. The probable cause was due to an insufficient solvent applied during manual process assembly in ensenada. The device history review (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. D9 - device available for evaluation: no.